Event description:
Note: this report pertains to one of two devices implanted during the same procedure. It was reported to boston scientific corporation that an uphold vaginal support system (MFR report #3005099803-2013-09049) and an advantage transvaginal mid-urethral sling system (MFR report #3005099803-2013-09928) were implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.